Event description:
Non-us event; occurred in canada. Consumer reported via email that when she put a tampon in, there were some pieces of plastic inside the tampon. Multiple attempts have been made to obtain further information regarding the consumer¿s use of the product and outcome; however, no further information has been received.

Manufacturer narrative:
Records demonstrate that the finished product was produced according to specifications, met all quality acceptance criteria for product release, and quality system procedures were correctly followed.